Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, a delamination was observed on the non-cavity ID end which extended from approximately 320° to 40° with the dialysate ports at 0° (see attached photograph). The delamination in the polyurethane potting material extended under the silicone o-ring. There were no defects or irregularities visually identified on the fiber bundle or any of the molded dialyzer components. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformance's, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. There was a confirmed internal leak on the cavity ID end of the dialyzer. The complaint has been deemed confirmed.

Event description:
A biomedical engineer (biomed tech) reported during hemodialysis (hd) treatment there was a crack in the dialyzer and there the dialysate line had red fluid in it. Follow-up was made with the user facility charge nurse, who stated the hd patient was connected to the 2008t hd machine when the blood leak was observed. The 2008t hd machine generated a blood leak alarm immediately after the hd therapy was initiated. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. Per rn the leak occurred immediately after treatment was initiated and stated the patient¿s estimated blood loss (ebl) was less than 10ml. A blood leak test strip was not used after the incident. Nno patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient dialyzed 3 times a week. The patient was able to complete treatment with new supplies on another machine without further issue. The sample was available for return for evaluation

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) reported during hemodialysis (hd) treatment there was a crack in the dialyzer and there the dialysate line had red fluid in it. Follow-up was made with the user facility charge nurse, who stated the hd patient was connected to the 2008t hd machine when the blood leak was observed. The 2008t hd machine generated a blood leak alarm immediately after the hd therapy was initiated. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. Per rn the leak occurred immediately after treatment was initiated and stated the patient¿s estimated blood loss (ebl) was less than 10 ml. A blood leak test strip was not used after the incident. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient dialyzed 3 times a week. The patient was able to complete treatment with new supplies on another machine without further issue. The sample was available for return for evaluation